Manufacturer narrative:
As the device was not returned, no evaluation was possible. As no lot number was provided, a DHR review was not possible. No further investigation is required.

Event description:
It was reported that while using a 7mm flexible drill during an acl reconstruction, the reamer broke at approximately 60 mm from the tip.